Event description:
It was reported through the filing of a lawsuit that allegedly on "(B)(6) 2012 patient was admitted to (B)(6) hospital for a left femoral fracture and underwent surgery for the installation of the gamma3 hip fracture system in his left hip." It is further alleged while in a subacute rehabilitation center, he had persistent left hip pain and was not able to bear weight. It is alleged that on (B)(6) 2012 patient was diagnosed with hardware failure and was scheduled for removal surgery however the removal surgery was unable to be performed and the surgery was canceled.

Manufacturer narrative:
The event description does currently not refer to a specific deficiency (¿¿diagnosed with hardware failure, left hip status post-surgery as a result of the defects in the product and was scheduled for removal surgery for the left hip hardware failure.¿). It was not mentioned whether the nail or the lag screw ¿ or both ¿ was / were involved in the event. Further, it was not mentioned for what reason(s) removal surgery could not be performed. Referring to above the event preliminarily was considered as adverse impact on the patient rather than classifying the event to a specific product. The review of manufacturing documents of both implants revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. The review of risk analysis and non-conformance database resulted in no observations. Adverse events have in general been experienced but do not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on bone condition and other factors an event can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. Referring to received information an initial event occurred after an implantation period of approx. 7 resp. 15 days during participation of a sub acute rehabilitation. Another event was alleged as revision could not be performed. A reason for cancellation was not provided. As no specific event regarding products was identified by the reporting party a specific reference could not be determined. The IFU points out various (but not limited to) possibilities necessitating revision and provides various reasons (but not limited to) why these situations may occur. Results of recommended post-op follow-up examination were not provided. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. It could not be determined whether the patient had stumbled or even experienced a fall. It could not be determined whether exercises during rehabilitation may have contributed to the alleged event. As no implant(s) was available it could not be determined if the implant(s) had been damaged intra-operatively. Based on limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail in question was not verified. The file will be closed formally. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It was reported through the filing of a lawsuit that allegedly on "(B)(6) 2012 patient was admitted to (B)(6) for a left femoral fracture and underwent surgery for the installation of the gamma3 hip fracture system in his left hip." It is further alleged while in a subacute rehabilitation center, he had persistent left hip pain and was not able to bear weight. It is alleged that on (B)(6) 2012 patient was diagnosed with hardware failure and was scheduled for removal surgery; however, the removal surgery was unable to be performed and the surgery was canceled.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.